Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection. The patient was treated with antibiotics and cleared. However, infection returns from an unknown origin. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.